Manufacturer narrative:
No testing was performed on the system because resolution of the issue was confirmed on call. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that when booting up the system, the pendant stated initializing please wait. Technical services (ts) had the site tech disconnect the umbilical cable, reboot the imaging system, and then reconnect the umbilical cable. After doing this, the issue was resolved and the system was ready for use. There was no patient present when this issue was observed.